Event description:
In 2008, the sales representative reported that during a kit inspection, it was identified that the shaft came off the polyaxial head. The malfunction of a similar product has resulted in an adverse event in the past.

Manufacturer narrative:
The event did not occur in surgery. Results of device history record review indicates part met specifications. Visual inspection found the part to be disassembled, an engineering investigation determined cause is related to the assembly process.